Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was determined the right ventricular (rv) lead exhibited loss of capture. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.